Manufacturer narrative:
Common device name: catheter, urethral; procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 3005778470.

Event description:
End user states "he has been cathing since (B)(6) 2020 for retention from "overextended bladder" caths 2-3 x a day, history of turp. He said over the last year he has found various of these catheters, "not all the time" where the "notch on the orange don't align with the coude tip and can be off by about 90 degrees." He said he realizes this misalignment and uses them anyway and takes precaution to insert with coude tip upwards. He said he has never had any harm using these that didn't line up." No harm reported.